Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing due to noise was observed on the atrial lead. The oversensing was reproducible with arm movement. The lead was capped and replaced (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Should be serious injury instead of malfunction. Updated due to serious injury as the lead was capped.